Manufacturer narrative:
Spouse of type 2 diabetic patient reported hypoglycemia of 25 on (B)(6) 2018. Patient was unresponsive. Spouse gave injection of glucagon with no effect.. Then he called 911, emts started IV and likely gave IV glucose(pts. Spouse was not sure). Bg increased to 60s, then 90s but did not stabilize. Emts took pt. To ER,. Patient discharged after 4 or 5 hours because patient declined admittance. Patient did not wear vgo again until (B)(6) 2018. Noted hyperglycemia of 214 mg/dl on (B)(6) 2018". Patient saw her primary care physician and diabetes physician on (B)(6) 2018. Pt. Was switched to vgo 20 with 2 clicks per meals with most recent bg (B)(6) 2018 at 4:20pm 195 mg/dl. Patient. Spouse reported the vgo was operating as usual and that the patient does not eat much. Patient has lost 20 pounds since (B)(6). The patient recovered without sequelae. There was no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined with the information provided; however it is likely that a contributing cause of the hypoglycemia is patient has not been able to eat much and lost 20 pounds.

Event description:
Spouse of type 2 diabetic patient reported hypoglycemia of 25 am on (B)(6) 2018. Patient was unresponsive. Spouse gave injection of glucagon with no effect.. Then he called 911, emts started IV and likely gave IV glucose(pts. Spouse was not sure). Bg increased to 60s, then 90s but did not stabilize. Emts took pt. To ER,. Patient discharged after 4 or 5 hours because patient declined admittance. Patient did not wear vgo again until (B)(6) 2018. Noted hyperglycemia of 214 mg/dl on (B)(6) 2018". Patient saw her primary care physician and diabetes physician on (B)(6) 2018. Pt. Was switched to vgo 20 with 2 clicks per meals with most recent bg (B)(6) 2018 at 4:20pm 195 mg/dl. Patient spouse reported the vgo was operating as usual and that the patient does not eat much. Patient has lost 20 pounds since (B)(6). The patient recovered without sequelae.

Manufacturer narrative:
Block b3- date corrected. Block e1- initial reporter corrected. Block e2- health professional - no checked block e3- non healthcare professional. Block g7- follow up #1. Block h2- correction checked.